Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd micro fine¿insulin syringe was found with a broken cannula and foreign matter inside syringe. This was observed during use. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for broken cannula and silicone drops inside syringe on lot # 6207719. Investigation summary: customer returned (2) 1/2cc, 12.7mm, 29g bd syringes in open blister packs from lot # 6207719. Customer states that the cannula is broken and silicone drops are in the syringe. Both returned syringes were examined under the microscope and one sample exhibited a double grind of the cannula tip resulting in a deformed cannula tip. The remaining sample exhibited a clear droplet of material on the cannula shaft. A small portion of this material was removed from the cannula and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4). No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. CAPA # (B)(4) and situation analysis # (B)(4) have been opened to address the excess silicone issue. As per manufacturing, a review of the device history record was completed for batch# 6207719. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (double grind and silicone on cannula shaft) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A. (B)(4) 10nov2017. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (double grind and silicone on cannula shaft). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description possible root causes for excess silicone include: the first is that some associates do not degas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv. Possible root cause for double grind: defective grind is produced during grinding of cannula. This particular grind is that of a double grind. What happens is the cannula gets stuck in the grind rubber and doesn¿t get unloaded and gets ground again. The pitch fork type effect is when the cannula has rotated two different times. This happens to individual cannula. The defect is a special cause, the defect doesn¿t follow a grind batch, auto cut batch nor a whole grind cartridge. It is very possible to have one needle on a rack bar of 800 cannula ground this way, noting multiple rack bars make up a grind cartridge. One grind cartridge contains approx. 120,000 pieces. A possible scenario: when the material defect was created the orientation of the defect cannula can be difficult to see in the cartridge due to the angle presented during inspection. Visual straight on and tilted is to be used as the method of 100% inspection.